Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the architect stat high sensitive troponin-I assay did not identify any trend regarding commonalities for lot numbers and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Sample integrity issues at the time of testing could have contributed to the customer¿s observation. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Also, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 76373ud01 was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for one patient without myocardial symptoms. The patient was negative on an ortho clinical platform and repeat testing on the architect was positive. No specific data was provided. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for one patient without myocardial symptoms. The patient was negative on an ortho clinical platform and repeat testing on the architect was positive. No specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.